Manufacturer narrative:
The distributor performed the evaluation and repair of the unit.

Event description:
It was reported by the distributor that the head of the bed would go down on its own due to the pendant being stuck under the knee frame, causing the pendant button to remain pressed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.